Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "needle detached from the thread, the incident happened at several times. In esthetic surgery (abdominoplasty, breast reduction) occurs when the thread was taken, the incident was repeated 5 times during 2 different interventions. No consequences for patients. No delay. All med watch submissions related to this report are: 3003639970-2018-00500, 3003639970-2018-00518.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. 17 closed samples were received. Tightness test of the closed samples received has been performed and the units are tight. Needle attachment testing was performed on the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep). Minimum result is 0.63 kgf and average is 1.02 kgf. Ep minimum requirement is 0.46 kgf and for the average is 1.12 kgf. The thread detached from the needle because it has not been correctly attached (too low strength applied). Review of the batch manufacturing record showed this product had a normal manufacturing process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, corrective or preventive actions are not required. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.